Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All buttons functioning properly. No damage in the keypad assembly noted. Unit received with cracked retainer, fading serial number label and pillowing keypad overlay.

Manufacturer narrative:
The intial report was submitted with blank. The correct date is march 26, 2020.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the buttons were hard to press whenever they try to unlock the insulin pump keys. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that pressing the menu button took them to the menu screen. The customer stated that using the up arrow allowed them to navigate screens. The customer stated that using the down arrow allowed them to navigate screens. The customer stated that the buttons were not really responding whenever they tried to unlock the keys. It would take multiple press on the keys before they could unlock the insulin pump keys. The customer also stated that it happens whenever they were about to give a bolus. The issue started last week and was happening everyday. The customer stated that the bolus menu was available and they were not seeing 0.0 when attempting to program a basal. The customer stated that the button was not unresponsive during an easy bolus attempt. The customer stated that the buttons were not responding. The customer already tried to replace the battery on the insulin pump but the issue was still ongoing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.